Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had tubes popping out of the collection device. The following information was provided by the initial reporter: "the vacutainer needles popped out of the vacutainer and wouldn't stay in every time we went to insert the rubber covered end into the blood tube¿" the doctor was using them on a horse; customer mentioned that she was using 2 types of vacutainer."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 shelf pack of samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 of the customer samples were evaluated by sleeve function testing to assess for tube push off during draw and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-06-29. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had tubes popping out of the collection device. The following information was provided by the initial reporter: "the vacutainer needles popped out of the vacutainer and wouldn't stay in every time we went to insert the rubber covered end into the blood tube¿" the doctor was using them on a horse; customer mentioned that she was using 2 types of vacutainer".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.